Event description:
As reported by the edwards clinical specialist, following deployment of a 26mm sapien valve, a pericardial effusion was noted on tee. A pericardial tap was performed, but the effusion continued. The physicians decided to open the patient's chest and determined that there was not only a pinhole in the apex of left ventricle (lv), but also a slice in the lv and an annular hematoma. The patient was converted to cardiopulmonary bypass and the physician attempted to patch the lv. However, the patient expired on the operating table the physician commented that he felt he put the hole in the apex when trying to manipulate the valve into a better, less canted, position. He also felt that the slice in the lv was due to the long tip of the delivery system in a shorter ventricle.

Manufacturer narrative:
Cine/fluoroscopic images were submitted to edwards and reviewed by the edwards medical director. Echocardiography images were not provided. Imaging observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Poor coaxial alignment with lateral bias of the delivery system and guide wire. Poor image intensifier angle, with the middle cusp below the plane. Valve position 45/55 ventricular on the lateral aspect, 75/25 aortic on the medial aspect. Distal tip of delivery system is abutting the lv free wall, and the super stiff wire is not sufficiently extended into the left ventricle. No tee images available. Imaging impressions: severe lateral bias of the delivery system and guide wire, as well as poor longitudinal position. Finally, if the reported annular measurement of 21 is correct, this case was associated with significant valve oversizing (+5mm). The presence of a severely calcified aortic root, and possible sinuses of valsalva (sov) obliteration (which cannot be confirmed without tee), placed the patient at higher risk of aortic rupture. Lv perforation probably due to the delivery system abutting the lv wall during deployment. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels, ventricle, myocardium or valvular structures which may require intervention, are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement,which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning/deployment of the valve. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire and delivery system positioning to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as evidenced by the imaging review, it appears that significant valve over-sizing contributed to the aortic hematoma. In addition, the presence of a severely calcified aortic root and possible sov obliteration placed this patient at a higher risk of an aortic hematoma/rupture. The lv perforation was likely due to the delivery system abutting the lv wall during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.